Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported they did not think the device was working. The patient stated she had not been able to get in to the see the healthcare professional (hcp). The patient noted the wait to the hcp was 10 months. The patient planned to try and get into the hcp to have the device checked. The patient noted the device had not been working for a few months. There were no further complications that have been reported as a result of this event.